Event description:
A technician reported pt with transient light sensitivity syndrome (tls) at six day lasik post-operative visit. Additional info from reporter indicated "pt noting significant light sensitivity indoors and outdoors. Pt's steroid dosage was increased with slow taper." At visit pt indicated "wearing sunglasses indoors to feel more comfort and feeling a pressure behind eyes without sunglasses on." Additional info has been requested. This report is for the right eye, and additional report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).